Event description:
It was reported that a pump declared an altitude alarm, leading to a temporary suspension of insulin delivery. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl. As a corrective action, technical support instructed the customer to remove obstructions and clean the speaker holes, reconnect the cartridge, and resume insulin delivery. Despite these steps, the alarm persisted. Consequently, technical support decided to send a replacement pump and cartridge, advising the customer to use multiple daily injections (mdi) as a backup therapy. The customer was given instructions for returning the problematic pump and informed about the updated software on the replacement pump.